Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the error code was associated to the cardioplegia side which does not affect the flow to heat-exchanger and thus it is not likely to cause or contribute to death or serious injury. Thus, the event has been re-evaluated as non reportable. Investigation results are reported below: the technician in charge traced the failure back to the warm cardioplegia pump. He replaced the pump and decided to replace also the distribution board as precaution since the defective pump could have caused damages to the board. The problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely cause of the reported malfunction is a defective electronics of the cardioplegia pump.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to an high power consumption of the patient pump 1 during setup. There was no patient involvement.